Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage on the keypad trace. No button error alarm. The low reservoir alarm works properly and no unexpected low reservoir alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm after attempting to clear a low reservoir alarm. Customer's blood glucose was 168 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.